Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the cannula was visible but the patient did not believe it went through his skin; indicating the needle did not deploy. The patient's blood glucose level was 330 mg/dl and the pod was worn between 1 and 4 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in the needle mechanism failing to deploy. Although no problems were noted, the reported event could not be determined.